Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement: the customer reported that the piic screens were "frozen". The device was in use however, there was no patient incident.